Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the ias would connect to the mvs but they would not communicate. The rep reseated the ethernet connection on the ias and mvs. The rep found that a connection with the local area network (lan) 1 on the bulkhead connector was loose. The rep reseated the lan 1. Then the rep rebooted and found no issues as the ias and mvs were communicating. The failure was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was not able to connect with the monitor. No other details were gathered at the time of the call. A medtronic representative (rep) later provided an update and clarified the reported issue. The reported issue occurred when they were turning on the system. The rep stated that the system was in standalone mode. The system booted up without issue, but the mobile view station (mvs) and the image acquisition system (ias) were not communicating with each other. The issue was with the mvs and ias not communicating; there were no issues with the monitors. Additionally, the issue occurred prior to any case so no patients were involved.